Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal drive motor rpm would intermittently fluctuate. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.